Manufacturer narrative:
Adverse event no longer applies. Life threatening and hospitalization no longer apply. Serious injury no longer applies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-01 from the representative reported the patient had passed away. Additional information received from the hcp reported they had to try several times to access the pump due to ¿loose pocket¿. The pump had moved. The hcp accessed the pump successfully and refilled it. There was difficulty initially accessing the port, but the port was accessed successfully and aspirated the amount of intrathecal baclofen that was stated to be left in the pump at the time of the refill. The cause of the possible device malfunction and patient¿s symptoms was not determined to the hcps knowledge. As far as the hcp knew, the device did not malfunction. The pump was accessed again in the ICU, and the contents successfully aspirated. The pump was refilled in the ICU. The patient¿s weight was unknown. The pump was explanted. The disposition of the device was on hold per the pathologist. Additional information received on 2017-nov-06 from an hcp reported the difficulty with the refill on (B)(6)2017 was clarified to indicate that it was felt that the pump had moved. The patient was reported to have had scar tissue and a pad of fat over the pump site that made the refill difficult. The patient was attempted to be filled 5 times (the patient was repositioned multiple times and 2 different healthcare providers made attempts to refill) and was successful on the 5th attempt. On that attempt, it was reported that 5-6 cc of fluid was aspirated and returned,thus indicating they were in the pump and there was no pocket fill. At that time, the hcp stated that another hcp felt that the death was unrelated to the device due to the positive blood and urine cultures and testing (results unknown to the hcp) to indicate that the pump was working properly. The cause of death remained unknown at that time, and the autopsy/toxicology results were not complete. It was further reported that the patient had pressure ulcers in their backside and osteomyelitis in the trochanter area where the patient sat. The cause of the improper heart rhythm reported on (B)(6)2017 remained u nknown, but it was reported that the patient was tachycardic with elevated troponin levels.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4). Lot# serial# (B)(4). Implanted: explanted: product type catheter b2 update: life threatening and hospitalization were previously indicated as having no longer applied regarding the supplemental report follow-up number 1; however, b2 has been updated in this report to again include life threatening and hospitalization regarding additional information received. H1 update ¿ the type of reportable event was updated from previously being a malfunction to now a death. H3: analysis of the pump on 2017-dec-01 revealed no anomaly. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 973.8 mcg/day as of (B)(6) 2017. Analysis of the partial catheter received on (B)(6) 2017 revealed user related holes in the catheter body. Analysis noted leaking was seen on the catheter body regarding the holes identified that were near the catheter connector. H6 update: the conclusion code (B)(4) is no longer applicable. The method codes (B)(4) are associated with both the pump and catheter. The method code (B)(4) is associated with the catheter only. The previously applied patient code (B)(4) is no longer applicable. The following patient codes previously removed in follow-up report # 1 are now added in this report regarding additional information received: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). As per a provided preliminary autopsy report dated (B)(6) 2017. And noted as being 16 hours post mortem, the reason for autopsy was a request made by the patient¿s family. The patient expired on (B)(6) 2017. The anatomic preliminary diagnosis included the following: 1) hypoxic-ischemic brain injury, 2) sacral decubitus ulcers with exposed bone, and 3) evidence of resuscitative efforts regarding bilateral anterior rib fractures, lacerations of the liver, right and left hemothoraces (350 ml and 200 ml respectively), and hemoperitoneum (1100ml). It was noted that the (B)(6) year old man with a past medical history of quadriplegia following a fracture of the cervical spine in 2009, recurrent urinary tract infections, diverting colitis in 2010, sacral pressure ulcers, and enterovirus meningitis presented with a complaint of abdominal muscle spasms. It was noted that the patient recently had manipulation of his baclofen pump. A CT scan of the abdomen was concerning for rectosigmoid colitis. The patient was found to be septic and tachycardic with elevated troponins which necessitated transfer to the intensive care unit (ICU). It was further indicated that soon after his arrival to the ICU, the patient required prolonged resuscitative efforts which were ultimately unsuccessful. At autopsy the subcutaneous baclofen pump and surrounding soft tissues were unremarkable. The terminal end of the pump line was visualized in the area of the cade equine and was unremarkable. Histologic examination and cultures of the spleen and lung tissues were pending. It was indicated that the physician had been notified of the preliminary results on (B)(6) 2017. Blood culture results dated (B)(6) 2017. Included growth of coagulase negative staphylococcus species. It was noted that no anerobic bottle was drawn with this blood culture. The culture medium was positive for gram positive cocci in clusters. It was indicated as being probably staphylococcus species based on gram stain morphology. Modified urine culture results dated (B)(6) 2017 included the following: moderate probable contaminants, >100,000 cfu/ml klebsiella pneumoniae, and >100 ,000 cfu/ml gram negative rods (identification and susceptibility to follow was indicated). Additional information was later received on 2017-dec-07 from (B)(6) therapeutics. It was reported that patient¿s medical history also included paraplegia. On (B)(6) 2017, the patient's treatment had included baclofen with concentration 2000 mcg/ml at a simple continuous dose rate of 924.7 mcg/day. On (B)(6) 2017, the patient¿s treatment was increased 5% to baclofen with concentration 2000 mcg/ml at a dose rate of 973.8 mcg/day. It was noted that on unspecified dates, the patient also had some unknown infections that were not disclosed when a preliminary autopsy was performed. The patient had bacteria in his urine, but the reporter was not certain if this was observed prior to the patient¿s passing or during autopsy. Regarding the CT scan of the abdomen that was concerning for rectosigmoid colitis and lab test showing an increased / elevated troponin level, the date of tests/assessments was (B)(6) 2017. It was noted that the patient¿s mother claimed there was an issue with the pump (not specified further).

Manufacturer narrative:
The previously applied conclusion code (B)(6) is no longer applicable regarding the pump and catheter. The conclusion code (B)(6) is applicable to the pump and the conclusion code (B)(6) is applicable to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the legal team reported multiple attempts were made, on (B)(6) 2017, to refill the baclofen pump, but ultimately resulting in multiple punctures of the catheter. It was noted that 5 attempts were madeover a period of 2 hours before the pump was refilled. On (B)(6) 2017, the patient presented to the hospital emergency room via ambulance with a chief complaint of abdominal pain and headache, along with a history of having increased pain and spasms since the attempted refill of the baclofen pump on (B)(6) 2017. During the hospitalization of (B)(6) 2017, the medical condition of the patient deteriorated and the patient was declared code blue at approximately 12:09 p.m. In the intensive care unit on (B)(6) 2017. The patient was declared dead at 3:06 p.m. On (B)(6) 2017, due to the catheter punctures and subsequent lethal baclofen withdrawal ultimately caused the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative and a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 937mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The patient reported having a difficult refill on (B)(6). He felt fine that day, but experienced increased spasticity starting on (B)(6) that continued to worsen. The patient reported to the ed (emergency department) with increased spasm/spasticity with concerns of pump malfunction. Withdrawal was suspected. The pump was interrogated and the logs were checked. There were no motor stalls or unexpected events in the pump log only refills. The patient remained an inpatient for evaluation. The patient¿s condition worsened and he was transferred to the ICU (intensive care unit). The managing physician¿s office was planning to check the pump reservoir and considering a dye study to assess the catheter. The issue was not resolved. The patient¿s status was reported as ¿alive ¿ no injury¿. Additional information was received on 30-oct-2017 from an hcp who reported that on (B)(6) the patient became septic. On (B)(6) the patient began having an improper heart rhythm and the hcp believed there were issues with the pump. The hcp wanted the pump interrogated. There had been no audible pump alarms that they were aware of. The patient was unstable and currently in the ICU (intensive care unit). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from via saol therapeutics. It was indicated that additional information was received from a medical facility records department on 2018-jan-09 and it was learned that the patient was also being treated with oral baclofen 20 mg. The patient¿s medical history also included sacral pressure ulcer skin flap, chronic pain, autonomic dysreflexia, frequent muscle spasms, contractures, intermittent straight catheterizations, anxiety, depression, and bipolar disorder. It was clarified the patient experienced a fracture of cervical spine secondary to a pool accident in 2009 resulting in quadriplegia with posturing. Additional surgical history included a neurostimulator implant (not further specified), tracheostomy (permanent), diverting left-sided colostomy (2010) for non-healing pressure ulcers ((stage 3 and 4 ischial pressure sores), flap surgery secondary to decubitus ulcer, ivc (inferior vena cava) filter placement, and tonsillectomy. The patient historically had allergies to: amoxicillin, augmentin (amoxicillin clavulanate), glycerin, ultram (tramadol), wool, zyprexa (olanzapine) and questran (cholestyramine). Concomitant products may have included: colace (docusate sodium) 50 mg up to 1x/day orally for constipation, lorazepam 1 mg at 1x/day orally and 2 mg at 1x/day orally, one-a-day men's health formula (multivitamin) at 1x/day orally, vitamin c 1000 mg at 1x/day orally, vitamin d3 5000 iu at 1x/day orally, cyclobenzaprine 10 mg up to 2x/day orally, gabapentin 800 mg at 3x/day orally, oxycodone 15 mg up to 6x/day orally, ranitidine 300 mg at 2x/day orally, trazodone 100 mg at 1x/day orally, venlafaxine 75 mg at 3x/day orally and vitamin a 20000 iu at 1x/day orally. On an unspecified date, the patient started treatment with baclofen 20 mg at 3x/day orally, as needed, for an unreported indication. On unspecified dates, the patient developed (B)(6). The patient was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 924.7 mcg/day intrathecally for intractable spasticity from (B)(6) 2017 (2 months and 10 days). The patient was also receiving l ioresal with concentration 2000 mcg/ml at a dose rate of 973.8 mcg/day intrathecally for intractable spasticity from (B)(6) 2017 to an unknown date. On an unspecified date ("recent"), the patient developed a uti (urinary tract infection). It was clarified that during the refill on (B)(6) 2017, it took 2 hours to access the pump and was further noted the patient had been past due for the pump refill by 2 weeks (but was "doing fine"). Following the pump refill, the patient was not feeling well, experienced more spasms and became febrile. On (B)(6) 2017, the patient presented to the ed with pain and worsening (severe) spasms. It was noted the patient "never had a problem like this." Physical examination revealed intermittent spasms of the upper extremities with a hr (heart rate) in the 170s (noted to improve when spasms broke, but remained in the 120s-130s), and high blood pressure (as high as 231/105 mm hg). The pump was interrogated by a medtronic representative and neurology clinic personnel in the ed, and confirmed to be working properly at the correct dose. Abnormal laboratory values at that time included bicarbonate 21, creatinine 0.5, glucose 141, an elevated wbc (white blood cell) count of 24.5 k, lactic acidosis (lactic acid of 2.5), platelets 487, and a ua (urine analysis) showing leukocyte esterase, nitrites and wbcs. The patient was diagnosed with a uti (and later noted as septic and urosepsis). The patient was given intravenous boluses (500 ml and 1800 ml, also reported as 2.8 l) of ns (normal saline) 0.9%, skelaxin (metaxalone) 800 mg orally for muscle pain, cefepime 2 gm intravenously, and fentanyl 25 g intravenously. Chest x-ray (radiograph) was found to be negative (no acute pulmonary abnormality). Subsequently, the patient was admitted to the hospital for spasms, fever, and leukocytosis. Upon admission to the imc (intermediate care unit), a review of systems found palpitations, abdominal pain/spasms, and a skin lesion. Physical examination noted tachycardia, atrophy of the upper and lower extremities, dry skin with pressure sore noted on sacral region and the lower back mildly erythematous without warmth. The patient was responsive and answering questions appropriately but reported abdominal pain and headache. On (B)(6) 2017, abnormal laboratory values included calcium 8.0, sodium 132, glucose 127, bicarbonate 17, 0.5 creatinine, wbc (white blood cells) 27.5 k, platelets 469, ck (creatine kinase) 583 iu/l, ck-mb (creatine kinase-myocardial band) 59.7 ng/ml, troponin I 9.5 ng/ml, ast 68 iu/l, bilirubin (total) 1.1 mg/dl, and albumin 2.9 gm/dl. On the morning of (B)(6) 2017, the patient's lactate was "trending up" and the patient continued to have significant spasms. A CT (computed tomography) scan of the abdomen and pelvis noted rectosigmoid colitis, bilateral decubitus ulcers with associated bony changes of the ischial tuberasities, and subtle pericholecystic inflammation. Physical examination at that time found the patient in moderate distress, sweating, anxious, intermittently tachypneic, and unable to move any extremity. At 0900 (also reported as 1000), a rapid response was called due to decreased level of consciousness and a hr in the 190s. The patient was found to be in svt (supraventricular tachycardia) and transferred to the ICU (intensive care unit) for tachycardia,altered mentation and possible seizures. The patient had several 30-second episodes of decreased responsiveness in which his eyes rolled back. His heart rate would increase to the 170s and then drop back down, but he remained responsive. His blood pressure was around 150/80 mm hg and continued to have spasms most prominently in his abdomen. Abgs (arterial blood gases) revealed a ph of 7.36 and a low bicarbonate of 19.6. Due to concern for possible seizures, an eeg (electroencephalogram) was ordered (no prior history of seizures). The patient was given adenosine 6 mg and 12 mg, and his heart rate decreased to the 120s. Shortly after, the patient returned to sinus tachycardia in the 170s-180s. At 0930 a second rapid response was called due to decreased level of consciousness and hr increased to 190s with sbp (systolic blood pressure) elevated in the 150s and 160s. Adenosine was drawn but not given as the patient's heart rate was fluctuating (in the 120s to 170s). The patient was also given 5 mg of metoprolol intravenously. A cardizem (diltiazem) 100 mg intravenous drip was about to be started when the patient was found to have decreased responsiveness (lost consciousness), pallor and cyanosis with difficulty palpating a pulse (also reported as loss of pulse, pulseless arrest). At 1207, a code was started and continued for 3 hours with several instances of rosc (return of spontaneous circulation) with intermittent periods of tachycardia and a sbp in the 80-90s. Intrathecal baclofen 100 g was administered during one of the episodes of rosc (with assistance accessing the intrathecal space from anesthesiology) due to concern for baclofen withdrawal. The pump was again interrogated and appeared to be functioning appropriately per neurology clinic personnel. Several rounds of CPR (cardiopulmonary resuscitation) and epinephrine were administered, intraosseous access was established, and a cvc (central venous catheter), arterial line and chest tube were placed. A limited us (ultrasound) was performed while CPR was continuing, and cardiac function appeared hyperdynamic with no pericardial effusion. The patient was maxed out on "quad strength" of 4 separate vasopressors and received multiple pushes of acls (advanced cardiac life support) medications (amiodarone and digoxin boluses, started on an amiodarone drip). At 1315, abnormal laboratory values included bicarbonate 16, glucose 149, wbc 26.3 k, and troponin of 11.57. At 1400, a review of systems found the patient alert and oriented but in moderate distress, tachycardic, with spastic contractures in the upper and lower extremities, and hyporeflexic.abgs were "very good" (noted as ph of 7.34, 34, 109, 100%) with effective CPR but the patient was unable to maintain a blood pressure and remained mostly pulseless even when his heart rhythm was normal on the monitor. He did not respond to cardioversion. The ECG (electrocardiogram) did not indicate an mi (myocardial infarction) and unfortunately the patient did not become stable enough to pursue further testing of an echo (echocardiogram), a chest CT and the initiation of pe (pulmonary embolism) protocol. After 3 hours, the family decided to discontinuous resuscitation efforts and the patient expired at 1506. Records further noted while the patient had underlying possible sepsis, the etiology of the pulseless arrest was not clearly established at that time. As the troponin elevation was also increased, the possibilities of myocarditis, ischemic heart disease and pe were noted. Possible baclofen withdrawal and possible seizures were also noted. It was believed that the sepsis and tachycardia were not likely due to the rectosigmoid inflammation. An additional post mortem evaluation of baclofen pump and catheter for puncture was requested due to the concern for catheter leakage and possible extravasation of baclofen. It was further noted that it was unclear if the patient¿s significant dysautonomia was due to baclofen withdrawal vs. Sepsis vs. Multifactorial (as the patient did have baseline dysautonomia). The following lab data was provided (date of test ¿ test assessment ¿ results): (B)(6) 2017 - anion gap elevated - 17 elevated (B)(6) 2017 - aspartate aminotransferase elevated - 68 iu/l (B)(6) 2017 - blood albumin depressed - 2.9 g/dl (B)(6) 2017 - blood bicarbonate depressed - 21 mmol/l (B)(6) 2017 - blood bicarbonate depressed - 17 mmol/l (B)(6) 2017 - blood bicarbonate depressed - 16 mmol/l (B)(6) 2017 - blood bilirubin elevated - 1.1 mg/dl (B)(6) 2017 - blood calcium depressed - 8.0 (B)(6) 2017 - blood creatine phosphokinase elevated - 583 iu/l (B)(6) 2017 - blood creatine phosphokinase mb elevated - 59.7 ng/ml (B)(6) 2017 - blood creatinine depressed - 0.5 mg/dl (B)(6) 2017 - blood creatinine depressed - 0.5 mg/dl (B)(6)2017 - blood creatinine depressed - 0.6 mg/dl (B)(6) 2017 - blood culture positive - growth of coagulase negative staphylococcus species. (Gram positive cocci in clusters, probably staphylococcus species based on gram stain morphology) (B)(6) 2017 - blood gases abnormal (B)(6) 2017 - blood gases abnormal - ph 7.36 and low bicarb of 19.6 (B)(6) 2017 - blood glucose elevated - 141 mg/dl (B)(6) 2017 - blood glucose elevated - 149 mg/dl (B)(6) 2017 - blood glucose elevated - 127 mg/dl (B)(6) 2017 - blood lactic acid elevated - 2.5 mmol/l (B)(6) 2017 - blood sodium depressed ¿ 132 (B)(6) 2017 - chest x-ray - no acute pulmonary abnormality (B)(6) 2017 - chest x-ray - perihilar opacities as evidence of interstitial infiltrate with developing consolidation or a region of aspiration at left lung base. (B)(6) 2017 - computerized tomogram - 1. Rectosigmoid colitis, 2. Bilateral decubitus ulcers with associated bony changes of the ischial tuberosities, and 3. Subtle pericholecystic inflammation (B)(6) 2017 - culture urine positive - moderate probably contaminants and > 100,000 cfu/ml klebsiella pneumoniae, / gram negative rods (B)(6) 2017 - glomerular filtration rate - 245 n/a (B)(6) 2017 - glomerular filtration rate - 203 n/a (B)(6) 2017 - glomerular filtration rate - 245 n/a (B)(6) 2017 - glomerular filtration rate - 203 n/a (B)(6)-2017 - lymphocyte percentage - 11 % (B)(6) 2017 - monocyte count elevated- 1.5 thousand cells/l (B)(6) 2017 - neutrophil count elevated - 20.3 thousand cells/l (B)(6) 2017 - neutrophil percentage elevated - 81 % (B)(6) 2017 - platelet count elevated - 487 thousand cells/l (B)(6) 2017 - platelet count - 469 thousand cells/l (B)(6) 2017 - troponin increased, elevated - 9.5 (B)(6)2017 - troponin increased, elevated - 9.5 (B)(6) 2017 - white blood cell count elevated - 24.5 thousand cells/l (B)(6) 2017 - white blood cell count elevated - 27.5 thousand cells/l (B)(6)2017 - white blood cell count elevated - 26.3 thousand cells/l.